Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in an unknown duration of pacing inhibition. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.